Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine device change out procedure. Upon interrogation, the left ventricular lead exhibited low impedance. Fluoroscopy revealed an insulation abrasion. The physician decided that the lead would remain implanted. The device was reprogrammed. There were no adverse consequences to the patient.